Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model# was not provided.

Event description:
A (B)(6) customer ran blood glucose tests on 2 contour xt meters and received readings of 2.8 and 5.2mmol/l. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return the strips for evaluation. The strip information was not provided. Customer has replacement strips and meter.